Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left monitor failed to properly start up and function. This issue will prevent the ability to view a live fluoroscopic image. No pt or user injury was reported.